Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus and pyxibus auxiliary cable was damaged. A field service engineer replaced the pyxibus auxiliary cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was not detected on bus. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.